Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for four (4) unknown 5.0mm locking screws. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. All implants have been retained by the hospital. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to postoperative nonunion and infection. The patient initially implanted on an unknown date for treatment of a right tibia fracture. During the initial surgery, the patient was implanted with one (1) tibia nail and four (4) 5.0mm locking screws. Two (2) of the locking screws were implanted distally and two (2) were implanted proximally. On an unknown date post-operatively the patient presented with a non-union and infection. During the (B)(6) 2017 revision surgery the surgeon removed all implants and revised the patient to antibiotic wrap and a new tibia nail with screws. It was reported that no fragments were generated during implant removal. The revision surgery was completed successfully with no time delay. The patient is reported in stable condition. Please see related complaint, (B)(4), which addresses an additional event associated with this patient. This report is for four (4) unknown 5.0mm locking screws. This report is 2 of 2 for (B)(4).